Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that the insulin pump buttons not responding. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that the insulin pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. However, all keypad buttons did not respond to keypad presses due to moisture damage on the keypad connector, on boards and motor inside the device. Unable to perform displacement and self tests due to the keypad anomaly. Device had cracked battery tube threads, cracked case corner of belt clip rails. Device p-cap or test reservoir locks in place properly and no anomaly noted.